Manufacturer narrative:
The evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding scratches on the component involving a humeral head component was reported. The event was not confirmed. The returned humeral head was inspected and there was extensive scratching present on the polished surface of the component. It is crucial to note that the two components reported in this pi were returned together loose and unprotected in a bag; therefore it is not possible to confirm the reported "apparent scratches" that were seen upon removal from packaging as extensive damage has occurred in return transit. The component packaging was not returned to limerick for inspection, therefore the condition of the packaging cannot be established. It was confirmed that both units reported in this pi were in a loan kit. Based on the information to hand, the two components were manufactured and packed over 2 years apart but were supplied together in a loan kit to the hospital where the reported "apparent scratches" were noted. It is possible that the components were subjected to excessive handling which may have resulted in movement of the parts within their respective packs, however this can only be speculated as the packaging was not returned for inspection. Given that the components were returned with extensive damage to the surface finish and the packaging was not returned, the exact cause of the event could not be determined.

Event description:
Humeral head opened for mrs procedure appears scratched. We then opened a second humeral head and thru the inner packaging it also appeared scratched.

Event description:
Humeral head opened for mrs procedure appears scratched. We then opened a second humeral head and thru the inner packaging it also appeared scratched.